Event description:
In 2009, the lay user / patient contacted lifescan (lfs) alleging that the onetouch ultrasoft lancing device had a sample collection issue, where the casing was cracked/broken. The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the lancing device was broken by accident (use-error) while on vacation in late 2008. The patient then reportedly threw away the alleged product and she reportedly stopped testing thereafter. As a result of the reported issue, the patient reportedly did not take any diabetic treatment actions. Approximately, 2 weeks after the reported issue, the patient reportedly experienced symptoms of "lightheadedness, dizziness and sweatiness". The patient was not tested on any other meter and did not receive/require any treatment. The patient's lancing device was replaced. Based on the provided information, this complaint is being reported since the patient reportedly experienced symptoms, which could be suggestive of a hypoglycemic episode after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.